Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-28, lot# l78028, implanted: (B)(6) 2000, product type: lead.

Event description:
The patient reported that they had their device adjusted by a manufacturing representative last year, and since then, their stimulation has been too fast and too high. The patient noted that this would cause them to lose balance and fall. They stated that the stimulation would either ¿jerk them too fast¿, or would not be strong enough at all. The patient mentioned that this has occurred a couple of times since 2015, but the most recent occurrence in 2016 was the worst. They further explained that they stood up taller than normal, and then experienced overstimulation so bad that their legs went out from under them and they were thrown to the floor. The patient stated that their complex regional pain syndrome spreads, and they are unsure if it is causing their lower back pain. The patient indicated that they have lower back pain where their wire goes across their body to the battery in their butt cheek. They noted that there is a lump by the wire that hurts, and has worsened over the years; they are unsure when this started. The patient also mentioned that they fell and broke their wrist in 2011, but they aren¿t sure if it had an effect on their device. The patient was to follow up with their healthcare provider. The patient was implanted for complex regional pain syndrome type I

Event description:
Additional information received from the consumer reported when they tried turning stimulation up it jolted them and gave them such high stimulation at once it threw them to the floor from their leg going numb. The consumer further reported their battery was replaced on (B)(6) 2017 because the ¿battery was just about dead,¿ it was barely working, and there was no stimulation. It was noted the manufacturer¿s representative (rep) checked the device on (B)(6) 2016 and it was still working, but barely, and that¿s why they didn¿t feel stimulation and were scheduled for a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.